Event description:
It was reported that a patient underwent a plastic surgery procedure with forty inches of incisions on an unknown date. The patient's skin is still inflamed and very painful after 3 1/2 months. The surgeon told the patient that she is reacting to the suture. Additional information requested.

Manufacturer narrative:
Inflammation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.